Event description:
It is reported that the pt was being revised for loosening of the tibial component. During the revision it was determined that the femoral component was loose as well.

Manufacturer narrative:
This report will be amended when our investigation is complete.